Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) spoke with the customer, who stated that the issue had cleared. The customer believed the issue was due to a power disruption that occurred earlier in that day, user reported no failure icons and that the drawers were functioning normally. The system functioned as intended after field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and it required maintenance. The customer attempted to recover the drawer and rebooted the station; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.